Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner expanded as designed. Distal tip opened but torn. Scratches observed along the sheath shaft hdpe. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A device history record review (DHR) and lot history were performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The complaints were confirmed, based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during trimming step leading to hdpe damage. Additionally, patient factors such as tortuosity (as information provided indicates patient had ''severe'' tortuosity) and/or calcification (as indicated by the presence of scratches found on the hdpe during evaluation of the returned device) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position via a right transfemoral approach. During the procedure, resistance was felt while advancing the delivery system and valve through the distal tip of esheath. This resulted in a tear at the distal tip. Despite this, the valve was successfully implanted. No difficulties were noted during withdrawal of the delivery system or the esheath. The patient was in stable condition throughout the procedure and with no injury reported.